Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 while harvesting radial artery the device continued to time out. They let the device cool for 60 seconds and then tried again. It would continue to time out after 3 to 5 seconds of use. A new device was used and the procedure continued without incident. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Internal complaint number trackwise # (B)(4). Autonumber # (B)(4). The device was returned to the factory for evaluation. Signs of clinical use and slight evidence of charred blood and small amounts of tissue were observed on the jaws. Microscopic inspection determine the heater wire was slightly flexed away from the base of the hot jaw. The wire remained in place at the center and tip of the jaw. The shaft was bent at the at the pivot point below the base of the jaws. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after 16 seconds of sustained activation. A temperature and resistance evaluation was conducted to evaluate the device function. The resistance value was measured at 0.68 ohms which is within hemopro 2 final test specification. The device passed the temperature measurement test. The displayed temperature increased and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the results of the evaluation, and the received condition of the device, the reported failure "intermittent continuity" is not confirmed however, confirmed for the analyzed failure modes, "bent wire" and bent shaft." Specific actions for the analyzed failure mode are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 while harvesting radial artery the device continued to time out. They let the device cool for 60 seconds and then tried again. It would continue to time out after 3 to 5 seconds of use. A new device was used and the procedure continued without incident. The hospital did not report any patient effects.